Event description:
Customer reported device hose has no pressure and the attachment was stuck, would not release. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was received for inspection. During pre-repair assessment performed by technician, investigation revealed the device bearing and hose were defective. The device failed temperature and speed test. The device was repaired and returned to customer.